Event description:
A chronic spinal morphine dependent pt experienced the condition of "blocked pump" diagnosed by the failure of access port lidocaine 15 mg to reach the subarachnoid space. After operation and re-securing of the pump, the pump was re-engaged and a bolus equivalent to half the daily dose was given. The pt refused to stay in the facility overnight and after telephone calls to the home at 7:00 pm and 12 midnight that night, and after being seen by the daughter at 8 am as "ok", died with a respiratory arrest before 9:10 am. Page 22-4 of the manual makes reference in a single sentence to the possibility that a pump which has been underinfusing by up to 25% may require surgical intervention. But it is not made clear that 25% chronic underdosing may easily occur, and the subsequent true doses may become excessive.